Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter read inaccurately high compared to his feeling/ normal blood glucose results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2012. The patient reported recent blood glucose results of "380, 364, 324,315, 397, 417 and 376 mg/dl" with the subject meter. The patient manages his diabetes with lantus insulin (33 units), humulin insulin (sliding scale) and metformin pills (1000 mg). Based on the alleged results, on the evening of (B)(6) 2012, the patient took an increased dose of humulin insulin (20 units).on the early morning of (B)(6) 2012, the patient claims he was making noises in his sleep, was "soaking wet" in his pajamas, felt dehydrated, incoherent and was belligerent. The patient was given food and/ or drank a beverage as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able walk the patient through quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.